Event description:
It was reported that the subject device experienced image blackout. The event occurred during reprocessing. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image blackout was not confirmed. However, it was discovered during the evaluation that the image was noisy. Based on the results of the investigation, a root cause for the image blackout could not be determined as the reported issue was not reproduced. In regards to the noisy image, it is likely the issue occurred due to a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.